Manufacturer narrative:
(B)(4). Results: paralysis. Results and conclusions: a spinal drain was not placed prior to procedure.

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a 2 cm long lesion. Aneurysm and vessel morphology at the time of implant were not reported. The patient had a small, 2 cm long lesion (which was not a traumatic injury, tear, dissection, pau, or taa, pseudoaneurysm) which had a risk for bleeding. The lesion is located between the left subclavian and the celiac. The stent graft was placed above/away from any obvious thoracic spinal branches. The implantation was described by the physician as being the very smooth. In the recovery room, paralysis from the pelvis down was noted; a spinal drain was then placed to help the problem, but the spinal drain did not help. The spinal drain was not placed prior to the procedure. The patient is paralyzed.